Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total colectomy procedure, after placing the ancillary trocar into the detachable head assembly, the controlled penetration was done. However, the trocar was stuck and the surgeon was not able to remove it. After several attempts, the head of trocar broke. After that, the anastomosis could not be completed as the stapler`s trocar could not be placed into the detachable head assembly. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited pacing impedances greater than 2000 ohms. The patient's clinic was made aware of the situation and handle device follow-up internally. At this time, no further information has been made available.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.